Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of insulin needed based upon readings from non-tandem continuous glucose monitoring system. Customer delivered too large of a bolus which resulted in blood glucose (bg) level of 87(mg/dl). No further event or patient information was available.